Manufacturer narrative:
Investigation: six (6) samples were returned from the customer for investigation. The returned samples were returned in four (4) sample bags. The returned samples were examined using 10x magnification. One (1) bag labeled ¿3 bent tips¿ contained three (3) samples which were found to have hooks on the tip. The second (2nd) bag labeled ¿1 tool mark ¿ raised metal, slight tip damage contained one (1) sample which was found to have metal burr on the side of the tip and was also found to have a small hook. The third (3rd) bag which was labeled ¿1 tool mark ¿ raised metal (cannula also bent)¿ was found to have a metal burr on the side of the tip and the cannula was found to be slightly bent. The fourth (4th) bag was labeled ¿1 bent cannula, slight tip damage¿ was found to have cannula which was slightly bent and had a tip which had a hook on it. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued the five (5) samples which had ¿bent tips¿ or hooks were caused by the needles coming in contact with a hard surface after the tip grinding process causing the needle points to be bent into a hook. The two (2) samples which had ¿tool marks¿ or burrs were caused by small metal flakes from the grinding process which were not removed from the needle tips by the washing or etching process. The two (2) samples which had slightly bent cannula were caused by improper assembly by the machines into the needle hubs so that the needles were not straight.

Event description:
It was reported that the needle was defective and appeared to have tool marks with a bd needle ns 23ga 1-1/2in. This occurred on 6 separate occasions prior to use. The following information was provided by the initial reporter: it was reported "during incoming visual inspection, were found identified with bent tips, bent cannula, and what appear to be tool marks."

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was defective and appeared to have tool marks with a bd needle ns 23ga 1-1/2in. This occurred on 6 separate occasions prior to use. The following information was provided by the initial reporter: it was reported "during incoming visual inspection, were found identified with bent tips, bent cannula, and what appear to be tool marks."